Event description:
During a tf tavr procedure, the sapien xt and delivery system would not retract through the esheath. In attempts to pull the delivery system through the sheath, the valve began to move on the balloon. During a transfemoral tavr procedure, the sheath and delivery system were inserted without issue. The balloon aortic valvuloplasty (bav) was also performed without issue. At that time, the patient was found to have a very tortuous aorta. It was thought that the patient had adhesions on the ao from two previous surgeries. The 29 xt novaflex+ system was tracking through the difficult turns when it was noticed the wire had been pulled from the lv. Multiple attempts were made to re-wire the aortic valve but they were unsuccessful. The valve was retracted into the distal ao but would not retract into the 20f e-sheath. It appeared one of the valve stent struts was catching on the tip of the e-sheath. Multiple attempts were made but on the last attempt it appeared the valve was being pulled off the delivery balloon. The valve was deployed in the distal ao without issue. The sheath was removed and noted to have part of the plastic tip torn off. After lengthy discussion, the decision was made to abort the procedure. The perceived cause of the difficulty retracting was noted to be related to the patient¿s very tortuous ao due to adhesions from multiple CABG surgeries.

Manufacturer narrative:
Due to no product (or photo) being returned for evaluation, the reported complaints of withdrawal difficulty of the valve, through sheath and valve movement on balloon could not be confirmed. DHR review, complaint history analysis, and manufacturing mitigations did not reveal that a manufacturing non-conformance could have potentially been related to the customer complaint. Without the device back for evaluation, functional testing and dimensional analysis were unable to be completed and therefore, the root cause of the failure modes were unable to be determined. However, details from the cer report suggests that the root cause could be due to patient factors, resulting in procedural complications. As stated in the cer, the patient was noted to have a very tortuous aorta. It was also stated due to the tortuous aorta, while tracking the delivery system through difficult turns, the guidewire had fallen out of the left ventricle. With the guidewire no longer being positioned in the correct location, and being unable to rewire the aortic valve, it is likely that the valve was not coaxially aligned with the sheath upon retrieval. The combination of a tortuous aorta with compromised tracking ability likely resulted in a non optimal angle of the valve on the delivery system upon retrieval, causing the strut on the valve to catch on the sheath tip, leading to the noted withdrawal difficulty and valve movement on the delivery system the manufacturing process of novaflex+ delivery system has 100% inspections during manufacturing. These inspections support that it is unlikely that a manufacturing nonconformance was the cause of the complaints. The complaint o f withdrawal difficulty through the sheath and valve movement on the balloon could not be confirmed. No labeling or IFU/training inadequacies were identified. Review of complaint history did not reveal that occurrence rate exceeds control limits for this failure mode. Therefore, no further actions are required.

Manufacturer narrative:
Investigation is ongoing.